Event description:
A peritoneal dialysis (pd) caregiver contacted fresenius technical support to report the liberty select cycler's screen was blank during step 7 of setup. Pressed ok, stop, and touched the screen, but the screen remained blank. The ok and stop keys did not make any sound when pressed. Rebooted the cycler, ok and stop keys lit up, but the screen remained blank. The reported issue(s) is not a result of the supplies. The fresenius technical support representative issued a replacement and advised to discontinue the use of the current cycler. The patient will perform capd/manuals. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment on the cycler. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The touch screen test failed. An internal inspection of the cycler found a shorted transformer on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation the touch screen test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.